Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming stuck in the chords and deployed. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The transeptal puncture was suboptimal, as it was lower than ideal. The clip delivery system (cds) was advanced to the left ventricle (lv), the clip was opened and in the process of grasping, the clip continued to get caught in the chords. The clip was inverted and was able to be freed several times. However, the clip eventually got stuck in the chords and was unable to be freed. The clip had good leaflet insertion on both the anterior and posterior leaflets, therefore it was deployed where it was, but the mr remained unchanged. A second transeptal puncture was performed in an attempt to gain more height to implant a second clip. It was noted that visualization of the second clip was difficult, therefore the clip was removed from the patient and the procedure was aborted. There are no device malfunctions associated to the second clip and the implanted clip remains stable on both leaflets. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. The patient is under consideration for surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip becoming stuck in the chords and deployed where it was at appears to be due to procedural conditions. The reported unchanged mitral regurgitation (mr) is a cascading event of the clip becoming stuck in the chords and deployed where it was at. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.